Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that about 2-3 weeks ago, all of a sudden the patient felt a horrible pain at the neurostimulator site. Patient said they couldn't sit or do anything. The patient said that they called their managing hcp and was directed to take tylenol and see hcp in the morning. Patient said that by taking the tylenol, over time the pain went away. When asked, patient stated they had no falls or trauma. Patient said that they did have revision/replacement surgery yesterday and hcp placed a new neurostimulator yesterday and placed it on the opposite side. Patient thinks that someone told them right after the procedure that the wire was twisted/crooked, however they can't remember. No further action was taken by patient services. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the twisted/crooked wire was unknown. The hcp noted the likely cause as "movement of generator within pocket." The lead was left in place and the ins was discarded.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.